Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to defective esd u730 component on the distribution node pca. The root cause for the defective u703 component could not be positively identified. No adverse events occurred from the defective electrode belt.

Event description:
During investigation of the electrode belt sn 59119386 for an unrelated issue, a reportable malfunction was found. The electrode belt failed an ECG fall-off test.